Manufacturer narrative:
The reason for reoperation is gel bleed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported double capsule formation with silicon bleeding of the left implant. The device was explanted.